Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the knee posted as a poly exchange, it was determined that the femur was loose at the bone to cement and cement to implant interface. Cement manufacturer unknown. The femur and insert were removed and cemented in a sigma tc3 femur with augments and a long cemented stem. The poly was put in and closed the patient. The femur is ps sigma. It had been a long time because the tibia looked to be titanium and not the newer cocr tray. Doi: unknown; dor: (B)(6) 2018 left knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.